Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the adc freestyle libre sensor. Customer reported experiencing malaise, vomiting and unable to eat and obtained a sensor reading of 190 mg/dl. Customer self-presented to the hospital 30 mins later, where a capillary reading of 450 mg/dl was obtained on an unspecified meter compared to a new sensor reading of 190 mg/dl. Customer was diagnosed with hyperglycemia and was hospitalized and received unspecified treatment in the ICU. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with use of the adc freestyle libre sensor. Customer reported experiencing malaise, vomiting and unable to eat and obtained a sensor reading of 190 mg/dl. Customer self-presented to the hospital 30 mins later, where a capillary reading of 450 mg/dl was obtained on an unspecified meter compared to a new sensor reading of 190 mg/dl. Customer was diagnosed with hyperglycemia and was hospitalized and received unspecified treatment in the ICU. There was no report of death or permanent impairment associated with this event.